Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue when the iabp was on a trainer & balloon. All connections on the video receiver board were checked and the grounding contacts were checked. The iabp was restarted and no flickering was observed. The system was pumping for an hour with intermittent system reboots and no issue was observed. The iabp was working properly. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement, and no adverse event reported.